Event description:
Ous MDR - it was reported that the patient had to undergo a revision procedure due to oversensing with inappropriate shocks in relatively short time after the implantation (max. 4 months). During the revision it was noted that the lead was wrapped around the implanted ICD indicating twiddler syndrome. The implant date was not provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the shock coil with blood infiltration. This damage indicates mechanical stress most likely due to the reported reel syndrome. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.